Manufacturer narrative:
The investigation determined the cause of the event was a fatigue failure due to exceeding cycle counts of the control pcb. A service bulletin was implemented in (B)(6) 2010 which describes the replacement requirements. Additionally, checks of these counts are part of the quarterly preventative maintenance(pm) procedures. Preventative maintenance was performed on this device on (B)(6) 2011. The rotor cycle counts were obtained at that time and were below the cycle count at which the rotors are to be replaced. The investigation is ongoing. It is expected additional information will be available (B)(6). An update will be provided when additional information is received.

Manufacturer narrative:
The investigation of this event has been completed. It was determined the cause of this event was metal fatigue due to operation of the centrifuge unit past the recommended life cycle. The buckets had not been exchanged as required. The construction of the centrifuge prevents an injury to the operator and is not seen as a safety risk. The procedure for monitoring the cycle counts and times of the rotors and buckets is being updated to simplify the process. The procedure for inspection of the buckets for cracks will be updated to improve the instructions for this check. Additionally, the software will be updated to include 2 warning alarms and a final centrifuge stop alarm when the cycle counter reaches the maximum count of cycles. This will prevent the centrifuge from being started once the life cycle has been reached.

Manufacturer narrative:
Actions are being taken to verify the cycle counts at all us customer sites with an mpa by the end of the year. Additionally, a customer communication is being written to notify customers of this issue and inform them a field service representative will be visiting their site to verify the cycle counts on their mpa. This communication will also inform customers of the upcoming software update. The software update will be available by (B)(6) 2012.

Manufacturer narrative:
It was initially reported the centrifuge exploded and blew the door open during routine operation. Additional information was received clarifying the latched top cover of the device was not open, and was in fact intact. The door that opened was a cosmetic panel on the front of the analyzer. This was confirmed by both the customer and (B)(6) engineers who visited the customer site and visually inspected the device. This demonstrates that the rotor was contained within the safety cylinder of the centrifuge as designed. There was not an explosion. An initial risk assessment has been performed. The risk has been assessed as low to medium risk. Additional information regarding safety tests for the mpa is provided below: we have a cb certificate (issue date (B)(6) 2002, by (B)(6)) as well as cb test report according to (B)(6) centrifuge specific safety measures and tests for the acu were performed according to: (B)(6). Investigation of this event is ongoing.

Event description:
The modular pre analytics (mpa) centrifuge exploded and blew the door open during routine operation. The incident was preceeded by a noise. Nothing flew out of the centrifuge. Patient samples were not affected by the incident. No operator or laboratory personnel were injured. The field service representative determined the rotational motor broke loose from it's mount causing the buckets to come off the rotor, destroying the inner parts of the automated centrifuge unit (acu). The field service representative replaced the acu and performed demonstration function to test. He also observed the acu process patient racks without errors.